Manufacturer narrative:
A duplicate regulatory report has been identified, report # 9617601-2025-02061. Reportable information going forward will be capture d within current regulatory report # 2025587-2025-04994. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted that during the 3 day hospitalization stay following the transcatheter valve implant a urinary traction infection also occurred. Treatment was not required for the delirium. The physician indicated the delirium was unrelated to the implant procedure and medtronic products. Additionally the information received corrected the previously reported information that the cerebral vascular accident (cva) symptoms presented one year, one month, one week following the transcatheter aortic valve replacement procedure. As confirmed, the delirium and altered mental status (ams) symptoms occurred the day following the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID {{unknown dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{unknown cls}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} note: e402/f28 for aphagia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic aortic valve a rapid onset of focal or global neurological deficit occurred which involved an altered mental status (ams), delirium, aphagia, and difficulty with word finding. The patient was confused about the date and reason for the hospitalization. A brain magnetic resonance imaging (MRI) showed small multifocal bi-hemisphere acute infarcts. A cerebral vascular accident (cva) was reported. Following the implant procedure a left bundle branch block (lbbb) with a worsening pr interval prolongation was identified which did not resolve. Regarding the neurological deficit, the patient returned to baseline the following day. The delirium resolved 2 days following onset. Prolonged hospitalization occurred as result of the cva and lbbb. The patient was to be discharged with an external cardiac rhythm monitor. The cva was reported as unrelated to the implant procedure nor  to the medtronic products. The cause was not reported. The delirium was reported as probably related to implant procedure. The new lbbb was reported as unrelated to the implant procedure and medtronic products. The cause was not reported.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received pertaining to the cerebral vascular accident (cva) that occurred 1 day following the implant that aphasia occurred rather than previously reported aphagia. The patient was back to baseline 1 day following onset of the cva.

Manufacturer narrative:
Updated data: a2 a5 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported the physician's assessment determined that the delirium event was not related to the valve nor the valve implant procedure.

Event description:
Additional information indicated that the magnetic resonance imaging (MRI) demonstrated foci of restricted diffusion which involved the right cerebellum, right occipital, left posterior temporal, bilateral frontal and parietal lobes. This was concerning for multiple punctate predominantly supratentorial non-hemorrhagic hyperacute/acute infarcts with additional hyperacute infarct within the right cerebellum. An anti-thrombotic plan was arranged. The patient was to continue the anti-coagulant daily for a minimum of 3 months and to continue a low dose aspirin daily indefinitely. No other treatments taken.

Manufacturer narrative:
Updated data: a1, a2, b2, b5, b7, d1, d3, d4, d6a, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. B7. Relevant medical history was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unspecified time following the implant of a transcatheter bioprosthetic aortic valve a rapid onset of focal or global neurological deficit occurred which involved an altered mental status (ams), delirium, aphagia, and difficulty with word finding. The patient had confusion regarding the date and the reason for the hospitalization. A brain magnetic resonance imaging (MRI) showed small multifocal bi-hemisphere acute infarcts. A cerebral vascular accident (cva) was reported. Following the implant procedure a left bundle branch block (lbbb) with a worsening pr interval prolongation was identified which did not resolve. Regarding the neurological deficit, the patient returned to baseline the following day. The delirium resolved 2 days following onset. Prolonged hospitalization occurred as result of the cva and lbbb. The patient was to be discharged with an external cardiac rhythm monitor. The cva was reported as unrelated to the implant procedure nor to the medtronic products. The cause was not reported. The delirium was reported as probably related to implant procedure. The new lbbb was reported as unrelated to the implant procedure and medtronic products. The cause was not reported. Additional information indicated the MRI demonstrated foci of restricted diffusion which involved the right cerebellum, right occipital, left posterior temporal, bilateral frontal and parietal lobes. This was concerning for multiple punctate predominantly supratentorial non-hemorrhagic hyperacute/acute infarcts with additional hyperacute infarct within the right cerebellum. An anti-thrombotic plan was arranged. The patient was to continue the anti-coagulant daily for a minimum of 3 months and to continue a low dose aspirin daily indefinitely. No other treatments taken. Additional information reported the physician's assessment determined that the delirium event was not related to the valve nor the valve implant procedure. Additional information was received to report the cva symptoms presented one year, one month, one week following the transcatheter aortic valve replacement procedure. The cva was confirmed the same day.